Event description:
The manufacturer received information alleging a ventilator's external flow sensor failed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. There was evidence of contamination.